Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional tes) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to broken orange (lead 2-) and brown (lead 1-) wires on the ECG c and d cable inside the distribution node (dn). The cause for the failure wa isolated to the broken wires. The root cause for the broken wires could not be positively identified but was likely physical abuse. No adverse event resulted from the broken wires.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt ecgs are non-functional.